Event description:
Customer emailed stating that they had a mattress that was delaminated.

Manufacturer narrative:
Upon review of the pictures sent from the customer the urethane cover bubbled at the center of the mattress exposing the inside of the mattress cover. A new mattress was shipped out to the customer on (B)(6) 2015. This problem has been assigned to CAPA #9, and a follow-up report will be submitted upon completion of the corrective action.